Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to their follow up appointment today because their wound looks weird. Patient stated they have red bubbles on their face and red dots on their neck since they finished surgery. They reported a possible allergic reaction. Patient said the area was warm and hot and they feel like they always have pain in that area and it doesn't go away. They reported swelling at incision. Patient mentioned they were taking pain medication and cleaning their wound. Patient also mentioned that friday they had a lot of pain so they gave them more medication so they can sleep more but they were going to work it up and stop taking the medication and see if they can still sleep or not because whatever pressure makes it uncomfortable that they have to wake up. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with hcp on (B)(6). On 2025-nov-20, additional information was received from the hcp. They clarified that the patient had allergic reaction on day of implant due to antibiotic. Prescription changed to another antibiotic. Wound erythematous, but non-tender on exam at post-op check. Started on another antibiotic. No fluid collection. It was unknown whether the issue was resolved. It was unknown if the patient ha d an infection or whether if it was related to the device or therapy. As resolution, they will follow up with the patient. It was unknown whether the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.